Event description:
Broken piece of intravenous syringe plunger (covidien monoject 60 ml syringe with luer lock tip) was lodged inside of the barrel of the syringe. Caught during pharmacy compounding of intravenous preparation.

Event description:
Additional information received on 09/13/2023 for report mw5114688 to change the manufacturer to cardinal health.